Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative that a patient that was implanted in the beginning of (B)(6) 2016 had pocket issues. The patient and representative thought the stimulator flipped on edge in the pocket but the x-ray did not show it. They planned to do a revision to check positioning and they planned to bring the recharger into the operating room to make sure the recharger and stimulator couple appropriately because they had difficulty with coupling during recharge. They were unable to get more than two coupling bars when charging. The stimulator depth was an issue and the device was tilted. The patient was heavy set and the stimulator was in the buttock. The patient spent sixteen hours trying to recharge the stimulator recently. Additional information from the manufacturer representative indicated the revision was done and the patient had great coupling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported device was overdischarge and a factor that may have lad or contributed to the issue was possible that the battery was too deep. They continued to recharge but eventually the battery was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.